Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of an unspecified stapler blue reload (plastic) broke and fell into patient. The fragment was retrieved during the same procedure. The site did not perform an x-ray or magnetic resonance imaging (MRI) as they saw visually that it was retrieved. The procedure was completed.

Manufacturer narrative:
The blue reload accessory has not been received for failure analysis evaluation. A review of the system logs for the system serial number associated with this event for potential system-related errors was attempted. However, the search did not return any results in the procedure history aligned with the customer reported event. Stapler logs showed that a sureform 60 stapler was used first, and it was installed on the system 1 time and fired 1 blue reload. On the only install, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. Next, logs show a sureform 45 stapler was installed on the system 2 times and fired 1 blue reload. On install 1, a blue reload was loaded, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors in the msc logs pertaining to the use of these two staplers.